Event description:
Guidant received information that this pt had arrested and was asystolic. The pacing system was unable to capture the myocardium due to very high pacing thresholds. Transthoracic pacing was provided and a temporary pacer was implanted. The pt was septic and the cardiologist wanted the surgeon to remove the system on the right side and implant a new system on the left side. The pt expired before a new system was implanted as a consequence of acute renal failure caused by bacteremia. Although the pacemaker site did not appear infected, the pacemaker was allegedly infected and suspected to be the cause of the bacteremia.

Event description:
Event description guidant received information that this pt had arrested and was asystolic. The pacing system was unable to capture the myocardiumdue to very high pacing thresholds. Transthoracic pacing was provided and a temporary pacer was implanted. The pt was septic. A few day later, the pacing system on the left side was removed. There were conflicting medical opinions regarding the condition of the pacemaker site and whether the site appeared infected. Plans were made to implant a new pacing system on the right side when the pt was no longer septic. The pt expired before a new system was implanted as a consequence of acute renal failure caused by bacteremia.